Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was produced by the device due to a printed circuit board failure and power supply failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model cv-170, video system center, used by olympus for inspection and testing of equipment, was determined to produce no image. There is no patient involvement, associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d5. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿the image does not appear on the monitor¿ was reported by the customer and was reproduced in the repair department. Patient circuit board (dp board) failure and power supply failure were pointed out as probable causes. Olympus will continue to monitor field performance for this device.